Manufacturer narrative:
Zimmer biomet complaint (B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The screws were visually evaluated and found to be fractured. The slots in the head of the screws show signs of use but no significant damage, indicating the screws retained the blade allowing a high torque on the screws to be achieved. All of the screws have been fractured at the first minor diameter near the head and perpendicular to the length of the screw. The fractures are typical of an over torqued screw. There is no sign of discoloration. Review of the complaint history determined that no further action is required as no trends were identified. Investigation results concluded that the reported event was due to excessive force while attempting to insert the screw. The instructions for use (IFU) for this product states in the section titled bone screws: 1. The screwdriver, which has been designed, for a particular system of screws must always be used to be sure that proper screwdriver/screw head connection is achieved. 2. Incorrect alignment or fit of the screwdriver to the screw head may increase the risk of damage to the implant or screwdriver. 3. Excessive torque can cause the screw to fracture. 4. Self-drilling screws may fracture, bend or break if used in a bicortical application. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. The warnings in the package insert state this type of event can occur. Review of the device history records shows the lot was released with no recorded anomaly or deviation. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported the screws fractured during surgery. Additional information was requested but has not been received at this time.

Event description:
A complaint form was received which indicates there was no death or impact (infection, loss of bodily functionality, foreign body, delay >30 minutes) to the patient, no medical intervention (revision surgery, additional treatment, prescription drugs provided, appointments to see a medical professional, etc...), and the surgical technique was followed.